Manufacturer narrative:
The device in question was returned for eval. Preliminary inspection did not reveal any specific root cause for the failure. The device is currently under more detailed investigation. This report will be amended if a specific root cause is identified.

Event description:
On (B)(6) 2013. It was reported to us that a pt in (B)(6) had the post of a tibial insert break off. The condition was discovered in (B)(6) of 2012, and a surgery was conducted on (B)(6) 2012, to correct the issue.